Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One full osseotite tapered certain implant (xifnt415) was returned for investigation. Visual inspection of the returned product identified minor wears due to usage. Measurements were taken and comparison to production drawing determined that the product met design specifications. The reported device had been implanted for approximately 2 years before the incident occurred. X-ray or picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported patient had bone loss. The complaint could not be verified since x-ray images or pictorial evidence were not provided. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight: unknown. Lot number: unknown.

Event description:
It was reported that the implant was removed due to the patient having bone loss.